Event description:
It was reported that a MFR's sales rep visited the customer site on (B)(4) 2012 and found that one system had failed. The staff in the catheterization lab (cath lab) stated they noticed the system failed when they saw smoke coming from the system pc module. The cath lab reported the issue to the site's biomed dept on (B)(6) 2012; however, the customer did not file a complaint with the MFR when the incident occurred. The MFR's sales rep notified technical support upon becoming aware of the incident on (B)(4) 2012. On site, the MFR's sales rep confirmed the site's biomed had removed the system pc module from the cath lab and pulled the video board from the pc module. The site's biomed and the MFR's sales and clinical reps confirmed a portion of the video board had been scorched. They also confirmed that the system was not being used for a pt case at the time of the failure.

Manufacturer narrative:
(B)(4). The MFR evaluated the returned pc module device and no defects or sooting was observed on the exterior of the pc however, a small amount of lint was observed on the back of it. The pc was opened and a burnt smell was observed. The video board was also returned for eval. The video board was discovered to have burn damage that appeared to originate at one of the two mosfets and an input-capacitor was popped off the board. Additionally, the fan was locked up and would not rotate freely. When the returned pc was powered up using a replacement video card, the pc operated as designed and no error were displayed or other issues occurred. It was likely that the burned video card could potentially be as a result of a compromised fan motor creating an over-current. In turn, the over-current lead to the graphic processor unit (gpu) and the mosfet overheating, this caused the burn damage and popped input-capacitor. The original hard drives were kept by the customer; therefore, no records are available to further explain the video card overheating event(s).